Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. It was indicated that the patient was critically ill while using the device, which is misuse of the device. On (B)(6) 2025, it was reported that the patient was lying in bed, when she suddenly felt dizzy and was sweating. She eventually lost consciousness. No cgm or bg meter reading were reported. The patient¿s husband called emergency medical services (ems). Ems arrived and transported the patient to the emergency room (ER). At the ER, the patient¿s bg meter reading was 400 mg/dl while the cgm was reading 229 mg/dl. The patient also stated that her memory of these events may not be reliable because of her chemotherapy treatments. The patient stated that no medication was provided to her before going to the ER and no medication was provided to her while in the ER. It was not specified when during this event the patient regained consciousness. The patient was discharged home after approximately 6 hours. At discharge, the patient mentioned her cgm and bg meter reading were ¿closer in range¿, however, no specific values were reported. The patient was stable but fatigued at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.